Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. The customer was advised by customer technical support to consult with a healthcare provider to discuss possible factors affecting their blood glucose levels, and the customer acknowledged and understood this recommendation.